Manufacturer narrative:
Inratio precision data provided by end-user lot : 070583. First test inr = 1.8; second test inr = 1.3; mean = 3.85 ; sd = 0.35; %cv = 9.2%. The %cv is less than or equal to 20%. Per internal procedure, the prevision passes the criteria for precision. The test is considered precise and not further testing is required at this time. However, based on text, his medical dx was thrombus. Renal transplant / dialysis - esrd. Patient has some kind of clotting problem-no specifics given. He is on steroids for the renal transplant. His meds: prednisone, neoral, atenolol, amlodipine, lasix, seroquel, adderall, lexapro, strattera, leflunomide, kcl, niaspan, vytorin, allegra, prevacid, sodium bicarb, ferrous sulfate, aranesp inj, coumadin, folic acid, rocaltrol, loratadine, pentamidine aerosal monthly, cidofovir -weekly. Patients condition may cause the discrepant results.

Event description:
Caller alleges imprecision with inratio. Results as follows: first test inr = 1.8; second test inr = 1.3.